Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature rupture of membranes ('my water also broke 4 week early'), embedded device ('one embedded in the wall of my uterus'), device dislocation ('the other went into my abdomen and embedded itself into some tissue in my abdomen') and pregnancy with contraceptive device ('I delivered my ebaby at 36 weeks and 3 days\ painful pregnancy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced premature rupture of membranes (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), device expulsion ("one embedded in the wall of my uterus"), abdominal discomfort ("as my daughter grew in size, it cause a lot of pressure and pain") and medical device pain ("as my daughter grew in size, it cause a lot of pressure and pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the premature rupture of membranes, embedded device, device dislocation, pregnancy with contraceptive device, device expulsion, abdominal discomfort and medical device pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal discomfort, device dislocation, device expulsion, embedded device, medical device pain, pregnancy with contraceptive device and premature rupture of membranes to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: pregnancy with contraceptive device,medical device pain, premature rupture of membranes, embedded device, device dislocation, device expulsion,abdominal discomfort . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received: events- "my water also broke 4 week early, one embedded in the wall of my uterus, the other went into my abdomen and embedded itself into some tissue in my abdomen, as my daughter grew in size, it cause a lot of pressure and pain", reporter added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.